Event description:
The customer stated that there were errors (type of errors not mentioned) on the architect folate control values. The customer decontaminated the analyzer and the folate controls were acceptable. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is completed.